Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During the troubleshoot that there was a leak at the connection between the supply line (white clamp) of the homechoice cassette and the supply bag that led to this alarm. The patient did not use any sharp object to open the solution bags and there were no pets at home. Renal therapy services (rts) advised the patient to cycle power to clear the alarm and assisted the patient in removing the cassette. Proper procedures per user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.